Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the pump had been dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 402 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.